Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report number 2183959-2012-00637. The patient was implanted with an ams elevate anterior graft "to treat her pelvic organ prolapse and stress urinary incontinence." It was reported that the patient has experienced mental and physical "pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone and will undergo corrective surgery or surgeries," and other injuries.